Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited a lead safety switch due to a high right ventricular (rv) pacing impedance measurement of greater than 2000 ohms. The patient was to be brought in to the clinic for reprogramming and troubleshooting. No adverse patient effects were reported. The device remains in service.